Event description:
It was reported that the device received an alarm - error code messages. The error code repeatedly displayed was 242.4030. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced motor controller board assy for channel error 242.4030. Replaced door assy crack upper hinge,rear case housing assy damaged. Replaced u,1,2,4 on display board assy for segment dim. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the motor control board. A review of the device history record showed the device had a manufacture date of 12 jan 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The reported issue of error code 242.4030 was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the motor control board for channel error 242.4030. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the motor control board. A review of the device history record showed the device had a manufacturer date of 12 jan 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code messages. The error code repeatedly displayed was 242.4030. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code messages. The error code repeatedly displayed was 242.4030. There was no patient involvement.